Event description:
It was reported that during a da vinci s prostatectomy procedure the prograsp forceps instrument tips would not open and close. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip close cable was derailed from the force amp pulley. The grips did not open and close precisely and the range of motion in the yaw was limited due to the derailment. The evidence was inconclusive, but the cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. Engineering also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .060 - .135 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.